Event description:
It was reported that high lead impedance was observed upon performing system diagnostics. X-rays were taken and reportedly confirmed a lead break. No surgical intervention has occurred to date. Review of the lead device history record confirmed that all quality tests and quality specifications were passed prior to distribution.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2016. The explanted products were discarded so analysis is unable to be performed.